Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received, the root cause of the event remains indeterminable; however, patient factors likely contributed to the event.

Manufacturer narrative:
Device evaluation summary - as received, x-ray demonstrated heavy calcification on leaflets 1 and 3 and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect and 4mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Incidental findings: sewing ring cut near leaflet 2, the wireform exposed near leaflet 3 at the inflow aspect, and one pledget remained attached to the sewing ring near commissure 1. Additional manufacture narrative - the reported stenosis was confirmed as secondary to calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25mm mitral pericardial valve, implanted approximately seven (7) years and four (4) months, was explanted due to mitral stenosis secondary to calcification. Per reported information, this valve was originally implanted to treat mitral regurgitation. The explanted device was replaced with a 27mm competitors valve. The patient was reported as "recovered." There were no reported complications.